Event description:
It was reported that this (B)(6) male pt was in the dialysis center with chronic renal failure. Insertion date of catheter was (B)(6) 2012. When the dialysis process was started, after connecting the syringe for flushing, damaged was found at the hub connection. The entire catheter placed in the pt's vena jugularis interna dextra was not removed, instead a replacement kit was used and the pt was given dialysis.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.